Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was frozen. The customer stated that the clock was advancing. The customer's blood glucose was 106 mg/dl at the time of incident. The customer stated that the center button was not working. Troubleshooting was performed and button was still unresponsive. The insulin pump will not be returned for analysis.